Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 13. Details of surgery: primary stability not achieved. On (B)(6) 2020, non-osseointegration was verified. Patient presented with inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: pain. No further patient complications were reported.

Event description:
The clinician reports the implant was inserted on (B)(6) 2020 in ada 13. Details of surgery: primary stability not achieved, sinus augmentation and immediate extraction site. On (B)(6) 2020, non-osseointegration was verified. Patient presented with inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: pain. No further patient complications were reported.